Event description:
Physician was attempting to fix the cross-cut valve accessory on the neuron max 6f 088 sheath. The cross-cut valve could not be attached because the thread had been over winded. Physician had to use a cross-cut valve form another company to continue with the case.

Manufacturer narrative:
Results: the catheter hub wings are slightly rounded from over-tightening. Additionally, the cross cut valve luer appears to be cracked. The introducer sheath is in good condition. The neuron catheter is non-functional. The cross cut valve accessory has a crack in the luer lock. This accessory is non-functional. The introducer sheath is functional. Conclusion: the complaint has been evaluated and confirmed. The complaint states that the physician had trouble fitting the accessory (cross cut valve) on the neuron catheter. The neuron has slightly rounded hub wings. This could have occurred from over-tightening the cross cut valve on the hub. The cross cut valve accessory also is cracked. These two factors caused the hub luer to not bottom out and made it unable to tightly fasten to the crosscut valve. The cause of this complaint could have been a user error. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.